Event description:
Reporter indicated via literature, a vns therapy, pt experienced an infection at the generator site. Cultures were positive for s. Aureus. The pt presented with swelling and wound dehiscence. The pt was treated with po ac, IV ctx, then po ceph. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Ellen lr, et. Al. "Management of vagal nerve stimulator infections: do they need to be removed.?" J neurosurg pediatrics 3, 73-78, 2009.